Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The IFU states in the limitations section: "the results of the advia centaur bnp assay should always be assessed in conjunction with the patient's medical history, clinical evaluation and other diagnostic procedures. Siemens advia centaur bnp test results should not be used interchangeably with other manufacturers' bnp assays, nor should siemens advia centaur bnp test results be used interchangeably with nt-probnp assay results. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Manufacturer narrative:
Siemens made the following recommendations to the customer regarding interference studies: dilute the control sample with saline instead of di water. Make sure the control sample recovers within the range of samples for which precision data is provided in the instructions for use (IFU). Run at least 3 replicates for each sample (recommend 5 per sample). Test the stock, and the samples themselves if necessary, with a chemistry analyzer to verify interferent levels. The customer is satisfied with the recommendations. No further evaluation fo the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00309 on december 18, 2014. On 04/24/2015 additional information: siemens has reviewed the design history file and found that as part of the bnp interference studies, a protease inhibitor was added to the patient pools to prevent proteolytic degradation of bnp during the course of the experiment. The customer did not add a protease inhibitor when they ran their experiments. This could account for the low recovery seen during lipemic testing. Siemens will continue to work with the customer regarding interference studies. The instrument is performing within specifications. No further evaluation fo the device is required.

Event description:
For the advia centaur xp bnp assay, the customer performed interference studies per their interference study protocol for hemolyzed, lipemic, and icteric samples. The results of the lipemic and icteric samples did not meet the interference claims as stated in the instructions for use (IFU). For the lipemic samples, the customer observed a 32% bias at a triglyceride concentration of 60 mg/dl while the IFU states less than or equal to a 5% change at triglyceride concentrations up to 800 mg/dl. For the icteric samples, the customer observed a 25% bias at a bilirubin concentration of 19.2 mg/dl while the IFU states less than or equal to a 7% change at bilirubin concentrations up to 25 mg/dl. Patient treatment was not prescribed or altered. There was no report of adverse health consequence due to the interference study for the bnp assay.